Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers state patient is deceased. No date of death provided. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) . Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update - (B)(6) 2014 - medical records were obtained. Medical records indicate instability associated with traumatic injury. Upon revision, metallosis and cysts were noted. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 04/22/2014.

Event description:
Pt was revised to address hip pain. Update: (B)(6) 2011 - litigation papers rec'd. Pt had blood drawn and was advised that she had excessive levels of chromium and cobalt. Femoral head added. Dob identified in litigation papers.